Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was giving an "abnormal energy delivery" message when attempting to shock. This message indicates that the device may not be providing an adequate shock. Additionally, the device would automatically begin to charge again without anyone pressing the charge button. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device was giving an "abnormal energy delivery" message when attempting to shock. This message indicates that the device may not be providing an adequate shock. Additionally, the device would automatically begin to charge again without anyone pressing the charge button. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that the customer's device displayed a "connect electrodes" message when the customer's hard paddles were connected to the device. Physio-control then cleaned the customer's hard paddles which resolved the reported issues and allowed the device to successfully deliver therapy. No further discrepancies related to defibrillation were observed. Physio-control then completed repairs unrelated to the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.